Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the user's symptoms could not be confirmed. Investigation is ongoing; therefore, system functionality cannot be verified at this time. However, this event is not being reported to the FDA as a device malfunction as the user remains ongoing on their twiist pump. ICU medical's cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. The twiist aid system user guide explains that the twiist aid system is compatible with fast-acting u-100 humalog (insulin lispro) and novolog (insulin aspart). No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on 15-jan-2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported performing an anticipated change of their twiist cassette and cleo 90 infusion set at 19:00 on (B)(6) 2026. The user later reported elevated glucose values and stated that they had attempted to reduce their glucose for approximately 9 hours and were experiencing symptoms of dizziness and nausea. The user's glucose on a meter was 566 mg/dl. The user reported administering boluses via the twiist pump, as well as administering injections from the same vial of lyumjev used to fill the twiist pump. The user performed an infusion set and twiist cassette change and declined needing emergency services. The user remains ongoing on the twiist automated insulin delivery system.